Event description:
It was reported that a spectrum pump wireless battery module had a "burned charger board". It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom. Fluid intrusion was confirmed. The spectrum pump wireless battery module was retired from service.